Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading during time of hospitalization was 514 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer stated that she was not able to hydrate with enough water. The customer was offered to troubleshoot the black battery symbol and open circle on the pump. The customer declined to troubleshoot.